Manufacturer narrative:
Analysis found there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 750 mcg/ml morphine (unknown) at 249.95 mcg/day. The reason for use was not reported. It was reported that there was a motor stall seen at initial interrogation. It was unknown if the patient recently had an MRI. An hcp just called the rep stating a patient had a motor stall occur. She is unsure what further troubleshooting questions to ask from here, and is inquiring what to ask the physician before going to the office. Caller reports she is on her way to the hcp¿s office. They reviewed the motor stall considerations of pump replacement, programming minimum rate, covering the patient with non-pump medication, and periodically interrogating pump for stall recovery. It was also reviewed if a motor stall had occurred, to review these considerations with the hcp. They could not do troubleshooting during the call due to lack of access to product. Additional information was received from the rep when they called back, stating pump status and/or event log report a motor stall occurred. The motor stall was noted as active, stopped pump period may exceed tube set, and there were multiple motor stalls and recoveries. On (B)(6) 2018, at 2:41 a motor stall occurred with a recovery at 14:54. On (B)(6) 2018, at 5:32 a motor stall occurred with a recovery at 23:13. On (B)(6) 2018, at 16:55 a motor stall occurred with a recovery at 4:22. On that same day there was a motor stall at 5:40, a recovery at 10:09, a motor stall at 13:59, and a recovery at 7:30 on (B)(6) 2018. The final stall had not recovered at the time of the report on (B)(6) 2018. They reviewed emi (electromagnetic interference) considerations, confirmed there are no emi/magnetic sources present, reviewed the motor stall considerations to consider pump replacement, to consider programming minimum rate, to cover patient with non-pump medication, and if explanted/replaced pump return to the manufacturer is recommended. The caller was redirected to follow up with the hcp to review considerations. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Intervention required now selected as the event is reportable due to serious injury based on information received from the hcp on 2018-dec-17. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-dec-17. It was reported that the cause of the stalls was unknown and they would need to interrogate further after the pump is explanted. They will ¿remove the pump and replace with new.¿ the issue was not resolved at the time of the report. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient went through withdrawals. The patient was given oral meds. The patient had their pump replaced in (B)(6) 2019. The patient was noted to be on 1000mcg/ml morphine at 50mcg/day. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.